Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that, in (B)(6) 2010, the patient experienced shocking down her legs. It was stated the patient "hit the implantable neurostimulator (ins) sharply in (B)(6) and stimulation changed then." It was stated a revision of the leads was performed sometime thereafter. In (B)(6) 2011, patient experienced a return of the shocking in the legs. On (B)(6) 2011, the patient's leads and ins were replaced. Impedance readings prior to replacement were all >10,000 ohms. After the replacement, therapy was restored and the patient recovered without sequela.